Event description:
Ous MDR - this rv lead had good values at implant. It was discovered dislodged the following day. An attempt to revise the lead was unsuccessful and it was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed cuts in the insulation, which are probably a result of the explantation process. Blood had entered the lead at this site. The analysis did not show any other deviations that could be related to the clinical complaint. Especially the measurement values of the mechanical analysis of the screw mechanism were within the technical specification. The fixation could be extended and retracted without resistance and evenly after the blood and tissue residues had been removed from the screw head. No irregularities could be detected during the performed screw tests in straight and in bent crossed-over position. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.